Event description:
Event description: ecn event description: phrostesis was released successfully, however, when they tried to exchange the safari by a pigtail, the patient went into shock and a pericardial effusion was noticed. Pericardiocentesis was performed, besides CPR. After more than 1 hour trying to aspirate the pericardial effusion, patient did not survive. Patient died. Physicians are not sure about the cause of the pericardial effusion. Case will be discussed by the team. Patient present at time of event?: yes, patient complications: death, in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown, medical or surgical interventions: pericardiocentesis and CPR, patient admitted to hospital beyond the standard of care: unknown, patient outcome: death, reason for unsuccessful procedure: after phrostesis release, patient went into shock and a pericardial effusion was noticed. Pericardiocentesis was performed, besides CPR. Patient died. Based on the outcome noted above, was the patient sedated when the procedure was cancelled?: yes - general anesthesia, additional information: it was reported that pericardial effusion and patient death occurred. Procedure summary: the mildly calcified native aortic annulus was 21mm in diameter with severe tortuosity. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced into position. A safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with a 20mm balloon catheter in accordance with the instructions for use (IFU). A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position. After the initial phase of valve release, the stabilization arches of the acrurate neo2 valve were not fully released. The physician retrieved the acurate neo2 valve and positioned the acurate neo2 tf ds more forward and the acurate neo2 valve opened normally with deployment. The acurate neo2 valve was successfully implanted to treat the native aortic annulus. After the physician exchanged the safari2 guidewire with a pigtail the patient went into shock and a pericardial effusion was noted. The cause of the pericardial effusion is unknown. The physician performed a pericardiocentesis to drain the effusion. The patient also received CPR at the same time. After one hour of attempting to aspirate the pericardial effusion, the patient died. Patient status: after one hour of attempting to treat the patient, the patient died.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use (dfu) warnings section: monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. At this time, it is not possible to assign a definitive root cause for the event as reported. There is no known malfunction related to the safari2 guidewire and no known relationship between the safari2 device and the adverse event. Pericardial effusion and death are known potential adverse events associated with the safari2 guidewire and are listed in the instructions for use (IFU). This medwatch report is being filed as a good faith measure due to the patient death reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Additional information received on april 5, 2023: patient anatomy was tortuous and not suitable for sentinel deployment - decision to proceed with sentinel - possible reason for arches not coming out at knob 1 - 180 degree bend at ostium some difficulties with advancing noted but nothing extreme. No issues with pre-dilation noted at hard stop for knob 1- looked like stabilization arches had not full released from outer member no friction or tension noted on handle at knob 1 because of patient tortuosity, did not want to pull on outer member to try and release pulled valve back and pushed forward - this released stab arches fully stabilization arches were constricted but were released from outer member from review of media after valve release - patient went into shock pe noted - attempted pericardiocentesis but due to patient size they could not reach it with the needle and the patient was opened(open heart surgery) reason for pericardial effusion could not be confirmed - not noted where perforation located - does not look to be at aortic level as no evidence of leak noted that patient went into shock when they exchanged the safari for the pigtail to evaluate procedure push and pull not related to perforation - possible that wire can puncture the ventricle but would depend on apex (wire size - xs) - looked ok physicians not expecting feedback - not unexpected outcome. Media review performed by medical safety media received to review comprised 8 very short cell phone videoclip with footages of parts of the screen of the cath lab showing parts of the tavr procedure. No time stamps can be seen, and no chronological order can be established, precluding adequate interpretation of the events. Quality of the image is impaired. First images show an aortic root contrast dye injection. No proper call can be made as to the view (if a correct 3-cusps is obtained). Another image shows a balloon pre-dilatation. Two other images show the positioning of the neo2 device and another the opening of the upper crowns. In no image the position of the lv wire can be checked as that is cut from the videoclip screen. Two other images show the (I) stabilization arches being opened (not fully opened) and (ii) the stabilization arches now fully opened. Last available image shows the valve fully opened and an aortic root angiogram is performed showing what appears to be a mild regurgitation. The 2-d nature of the angiogram does not allow one to conclude if the regurgitation is central and/or paravalvular. With the provided media, no conclusion can be made as to what led to a pericardial effusion in this case. Question: was there any resistance noted during advancing and withdrawal of the safari2 guidewire? Answer: not noticed nor reported by the physicians. Question: was the curve of the safari2 guidewire constrained within a catheter during insertion into and withdrawal from the body or treatment site? Answer: no. Question: did the end user advance the safari2 guidewire through the catheter under fluoroscopic guidance? Answer: yes. Question: did the end user confirm the position of the safari2 guidewire to assure the safari2 guidewire placement and stability? Answer: yes. Question: did the end user monitor the wire position throughout the procedure for proper placement of the curve and distal tip? Answer: yes. Question: was the wire position maintained while tracking or advancing the catheter or other device over the wire? Answer: yes. Reviewing images, we noticed that the wire appeared to be too deep into the lv. Question: was the wire position maintained while the end user was repositioning the valve? Answer: yes. Question: was the valve successfully implanted? Answer: yes. Question: was a catheter advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire? Answer: yes. Question: was there any damage noted to the guidewire and/or other devices prior to or after the procedure? Answer: no. Question: please confirm if the safari2 guidewire was inside the patient when the patient went into shock' and when the physician noticed pericardial effusion? Answer: yes. Question: in the physician's opinion, was there any relationship between the safari2 guidewire and the pericardial effusion or patient death? Answer: no proof of relationship.

Manufacturer narrative:
Sections a2, b5 and b7 have been updated to reflect the additional information received. Based on the additional information provided, there is still no known malfunction related to the safari2 guidewire and no known relationship between the safari2 device and the adverse event. If any further relevant information is provided, a follow up medwatch report will be submitted.